Event description:
Customer reported that the screen froze up, and she was not able to move the trackball or type anything on the keyboard.

Manufacturer narrative:
We will not be receiving the device back for evaluation. We rendered technical service over the phone to restore operation. We are still investigating the cause and will issue a follow up report when we have completed the investigation.